Manufacturer narrative:
The device was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments or partial display due to blank flashing white lcd. The device was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was flashing white screen. The customer¿s blood glucose level was 300 mg/dl. The insulin pump will not be returned for analysis.